Event description:
It was reported that this right atrial (ra) lead oversensed noise which resulted in pacing inhibition. The patient didn't experience asystole. Subsequently, a revision procedure was performed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead oversensed noise which resulted in pacing inhibition. The patient didn't experience asystole. Subsequently, a revision procedure was performed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was received; severed 16.6 centimeters (cm) from the terminal end. Visual inspection revealed the ID tag broke in half. This likely occurred due to lateral movements within the pocket. In addition, insulation abrasion was also observed 8 cm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported noise, oversensing, and pacing inhibition is likely the result of the insulation abrasion observed by the laboratory.